Event description:
It was reported that during a laparoscopic colectomy procedure, during activatio, the I-blade broke and one of the gold I-blade tips broke off and fell into the patient's abdominal cavity. The tip was retrieved with a 5mm laparoscopic grasper. The device was pulled from the field and replaced with another to complete the case. No x-ray was needed to locate the broken tip since the tip landed right on top of the colon and was retrieved immediately. The patient did have diverticulitis so the tissue was inflamed. No adverse consequences reported. The device is not being returned for analysis.

Manufacturer narrative:
Device was not returned for evaluation. Device is not being returned for analysis the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information: the device was received with a piece of the I blade missing and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.